Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo." (B)(4) from "peoples health" called on a conference call with the customer who states that she feels well and requires no medical attention. Customer's expected blood results are 130-150mg/dl fasting. Verified the strips expire 03/25/2018. Customer confirms the strips are stored properly and were first opened 2 weeks ago. Reviewed meter memory: (B)(6). We did run a blood with her, obtained a blood result of 321mg/dl. Customer has not taken her medication for her diabetes since she thought her glucose was low. Customer has no more testing strips so we could not do anymore testing.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of blood glucose reading of "lo". (B)(6) from "(B)(6)" called on a conference call with the customer who states that she feels well and requires no medical attention. Customer's expected blood results are 130-150mg/dl fasting. Verified the strips expire 03/25/2018. Customer confirms the strips are stored properly and were first opened 2 weeks ago. Reviewed meter memory: 321mg/dl (B)(6) 2015 06:40:00 pm fasting no; 25mg/dl (B)(6) 2015 05:46:00 pm fasting yes; lo (B)(6) 2015 01:47:00 pm fasting yes; 162mg/dl (B)(6) 2015 04:00:00 pm fasting no; 73mg/dl (B)(6) 2015 07:44:00 pm fasting no. We did run a blood with her, obtained a blood result of 321 mg/dl. Customer has not taken her medication for her diabetes since she thought her glucose was low. Customer has no more testing strips so we could not do anymore testing.